Event description:
It was reported that there was an error during the system-failure control switch background test. The event occurred during infusion. It was reported no patient harm.

Manufacturer narrative:
D4: the provided serial number was not recognized. One device was received for evaluation. Visual inspection was performed. Functional testing was able to verify and duplicate the reported problem. It was determined that the stuck key was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.